Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's implantable cardiac monitor was explanted as the patient was discomforted with it. Reportedly, the patient was schizophrenic and could not deal with the device in body. No device performance problem reported whatsoever. This device is not expected to be returned as the hospital kept it. No additional adverse patient effects were reported.